Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6, h10: during further evaluation by quality engineering, it was determined that there were clear signs of overheating. It was observed that the collector of the motor was completely scattered and there was a strong sign of wear. Furthermore, the soldering connections between collector and the rotor windings were found to be melted and small fragments of tin could be seen due to immense heat development created during use. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to improper device handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Concomitant med products: small battery drive casing device. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device operated intermittently. The device also failed pretests for check the triggers and electric control unit (ecu) function, check switching function and check the off/oscillation/on switch mode function. Therefore, the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device stopped occasionally while in use with a small battery drive casing device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.